Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the cutter did not work and that only aspiration was present during vitrectomy surgery. The surgery was completed on the same day; however, the procedure completion details were unknown. There was patient contact, but no impact on the patient.